Manufacturer narrative:
The bwi product analysis lab received the device for evaluation (B)(6) 2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual and dimensional inspection of the returned device were performed following j&j medtech procedures. Visual analysis revealed multiple splines bent and some electrodes appeared lifted. An additional microscopic examination was performed and one electrode was lifted, with no internal components exposed. A dimensional test was performed and the outer diameters of the device were found within specifications. No insertion tube or sheath was received, then an insertion tube from another device and a vizigo sheath were used to perform the tests. No resistance or stuck were identified during the analysis. A manufacturing record evaluation was performed for the finished device number lot 31343708l and no internal actions related to the complaint were found during the review. The impeded device issue was confirmed since the damage observed could be related to the resistance reported by the customer. The potential cause of the damages could be related to the manipulation of the catheter while inserting the catheter through the sheath. The potential cause of the resistance experienced cannot be conclusively determined. The instructions for use (IFU) contain the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal splines folded backward toward the handle. Collapse the splines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spline assembly is not entangled with another catheter or with an anatomical structure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿the pentaray nav catheter would not advance through the vizigo sheath¿ issue. In addition, biosense webster inc. Analysis finding of the ¿splines bent¿. -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿the pentaray nav catheter would not advance through the vizigo sheath¿ issue. In addition, biosense webster inc. Analysis finding of the ¿one electrode was lifted¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav for which biosense webster¿s product analysis lab (pal) identified one lifted electrode. It was reported that when re-inserted the pentaray nav catheter into the body, it was noticed that the pentaray nav catheter would not advance through the vizigo sheath. There was no damage to the introducer. The pentaray nav catheter was replaced with an octaray catheter, and the octaray catheter was able to advance into the vizigo sheath without any issues. The procedure continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, observed multiple splines bent and some electrodes appeared lifted. An additional microscopic examination was performed and one electrode was lifted, with no internal components exposed. The event was originally considered non-reportable, however, bwi became aware of one lifted electrode on (B)(6)2024 and have assessed this returned condition as reportable.